Event description:
It was reported that on (B)(6) 2022, due to an unknown reason, pieces were missing from the items. There was no patient consequence. It was found upon product inspection on (B)(6) 2023 that the device did not hold the bit, and failed to operate smoothly. No further information is available. This report involves one handle with mini quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation: the customer reported that 311.01, handle with mini quick coupling was missing some pieces. The repair technician reported that the device did not hold the bit and failed to operate smoothly. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot part # 311.01 synthese lot # 5792490 supplier lot # n/a. Release to warehouse date: (B)(6) 2008 manufactured by: synthese brandywine. No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.